Manufacturer narrative:
The device was received for evaluation. The returned product showed signs of use (dried blood and tissue) on the approximated 2.5mm rings, which is consistent with complaint occurring during use. During visual inspection of the returned coupler rings, a misalignment was visible. The misalignment that is visible would not allow the process to be completed successfully as the rings would not be appropriately approximated. The reported condition was verified. A definitive root cause of the alleged event of ring misalignment could not be determined. If the coupler ring had been partially dislodged from the jaw assembly during the preparation for or in use during the surgical process, a misalignment is possible. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2.5mm coupler failed to maintain engagement. The coupler was attached to both vessel ends and initiating the anastomosis then the device failed to maintain engagement. As a result, the anastomosis could not be completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.